Event description:
It was reported that there was no response when the device was plugged in. The surgeon opted to complete the procedure using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection showed no wear on the electrodes with dried tissue present on the screen; however, there were no signs of activation. There were no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand performed as intended. The complaint was verified, but the root cause could not be determined with confidence as more than likely an e-7 error was experienced which will cause the device to not work upon connection. There are several factors that could contribute to an e-7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted due to the device not showing signs of activation. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.